Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the pulse generator header. Eventually, the lead was inserted into the connector port using silicon oil and the device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).